Event description:
It was reported that, the patient complained of pain and x-rays revealed pseudo tumor so the surgeon revised.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report.